Event description:
It was reported that this right ventricular (rv) lead was explanted due to a dislodgement. It was determined by high capture thresholds and confirmed by x-ray.the lead was successfully replaced. No additional adverse patient effects were reported.